Event description:
The scrub nurse was having difficulty getting the 0118 into the plume pen. The buffalo filter representative told the scrub nurse to "shove it in". An arc went from the plume pen/0118 to the pt's cornea. Forceps were used to insert and remove the tip into the buffalo smoke plume pen. (B)(4) believes the insulation was damaged by the forceps and caused the problem.

Manufacturer narrative:
Megadyn determined the event is reportable based on information that indicates the pt may have been transferred to another facility for evaluation and possible treatment as a result of the event. Upon receipt of the report, a review of the lot history record was conducted and revealed this device was manufactured according to dmr specifications and we can find no evidence to suggest a device defect or malfunction which might have contributed to a failure of this nature. A review of the product history reveals this electrode to be a reliable component of electrosurgery. The facility reports that (B)(4) investigation revealed the most likely cause is damage to the insulation from use of forceps on the electrode. This type of damage is consistent with exposure to conditions beyond the scope of the design and the intended use of the device. The insulated portion is not intended for contact with tissue and the IFU provides adequate instruction on the proper use of the device, cautioning the user to discard damaged electrodes. We are unable to establish a causal relationship between the proper installation and use of the device and the reported event. Megadyne considers this matter to be closed.